Event description:
Just received email from FDA about excelsior medical recall of 5ml fill in 6 cc prefilled saline flush syringes with class 1 recall. My father was in hospital from (B)(6) 2010-(B)(6) 2010 with an infection that the doctors told us came from either in proper sanitation of taking blood from his port or the flushing of this port he had a very serious infection which has put him into home therapy to rebuild his strength. I am wondering if the hospital uses this problem saline and if this is what caused my father's illness. Our hospital is (B)(6) hospital systems -(B)(6) he has his blood drawn and port flushed monthly at the same location in the hospital. I have sent a copy of the email to our local hospital today but when I received this email I believe that this product must have been the cause for my father's illness. (B)(6)